Event description:
It was reported that during a second lead dislodgement procedure, there was difficulty in retracting the setscrew. It was noted that once retracted, the setscrew could not be extended. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.